Event description:
On (B)(6) 2011, the pt reported that, while troubleshooting for a separate issue, insulin was leaking form a cut in his infusion tubing. The leaking insulin was noticed while priming the infusion device. The pt changed the infusion set two days prior to noticing it leaking. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was not requested to be returned for product evaluation.